Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a biliary stricture. The stricture was 4cm in length. The patient anatomy was not noted to be severely tortuous; however, the stricture was dilated prior to stent placement. During the procedure, the stent system was advanced over a guidewire and positioned at the biliary duct. When the stent was deployed by approximately 50%, the user decided to reconstrain the stent to adjust the position. However, resistance was encountered and the stent was unable to be reconstrained. The partially deployed stent was removed from the patient. No visible issues were noticed to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good".

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent system was used during a stent placement procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a biliary stricture. The stricture was 4cm in length. The patient anatomy was not noted to be severely tortuous; however, the stricture was dilated prior to stent placement. During the procedure, the stent system was advanced over a guidewire and positioned at the biliary duct. When the stent was deployed by approximately 50%, the user decided to to reconstrain the stent to adjust the position. However, resistance was encountered and the stent was unable to be reconstrained. The partially deployed stent was removed from the patient. No visible issues were noticed to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. The reported event of stent deployment issue (partial deployment). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the stent was partially deployed by approximately 30mm. The outer sheath was accordioned at the proximal end of the mounted stent. During analysis an attempt was made to reconstrain the stent, however a restriction was met. The stent was then deployed without issue. After deployment of the stent a resistance was met during distal movement of the outer sheath that appeared to be due to the accordioned section of the outer sheath catching on the proximal end of the inner member jacket. The shaft was dissected proximal to the guidewire access sleeve and the distal end of the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the inner lumen or deployed stent that would have contributed to the complaint reported. It was noted however, that the proximal end of the inner member jacket was slightly lifted. No other issues were noted with the device. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.